Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected multiple pump errors alarms were noted during testing; however, insulin pump error alarm (filenumber = 121, linenumber = 642) is found in the pump's history file due to a hardware error. After further review of the unit¿s interior, there were signs of previous moisture presence on the back of the lcd screen. Device was received with a crack on the battery tube which starts at the corner of the belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged battery compartment. Customer stated that the reservoir and insulin pump does not show signs of physical damage. No harm requiring medical intervention was reported. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.